Event description:
It was reported that during preparation for percutaneous transluminal angioplasty (pta), guide wire separation occurred. Upon unpacking the thruway guide wire from the hoop, the guide wire broke at the j-portion. The procedure was successfully completed with another of the same device. The device had no contact with the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).